Manufacturer narrative:
Other, other text: information from customer indicates that the fault occurred prior to use with the patient and the initial report was sent in error. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. The asymmetrical cuff was never used on the patient and was returned for analysis. Conclusion is not yet available.

Event description:
It was reported that the cuff on a smiths medical trach tube inflated asymetrically. Photos provided. Unclear if incident occurred prior to sue. Additional information requested as event could have lead to injury.

Manufacturer narrative:
Other text: additional information: h3, h6. D4 unique identifier and g5 are unknown. No product information has been provided to date. The complaint device is considered to be a life-supporting or life-sustaining device and thus is essential to maintaining human life. Device evaluation: four pictures and one sample were returned for investigation. A visual inspection of the pictures found in one cuff inflated with water which appeared asymmetrical. No damage was detected on the sample. During functional testing, an air cuff symmetry test was performed. When inflating the unit with air, the cuff inflated but a part was not uniformed. After the whole cuff inflated, it was deflated and inflated four times. Each time, the cuff inflated completely. When the cuff was measured, the percentage for the symmetry was 36.84 percent. This result is over 33.3 percent which is the acceptable minimum. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: correction information d1. H10 - reportable statement corrected.

Manufacturer narrative:
Other, other text: additional information: h3, h6. D4 unique identifier and g5 are unknown. No product information has been provided to date. The complaint device is considered to be a life-supporting or life-sustaining device and thus is essential to maintaining human life. Device evaluation: four pictures and one sample were returned for investigation. A visual inspection of the pictures found in one cuff inflated with water which appeared asymmetrical. No damage was detected on the sample. During functional testing, an air cuff symmetry test was performed. When inflating the unit with air, the cuff inflated but a part was not uniformed. After the whole cuff inflated, it was deflated and inflated four times. Each time, the cuff inflated completely. When the cuff was measured, the percentage for the symmetry was 36.84 percent. This result is over 33.3 percent which is the acceptable minimum. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction information d1. H10 - reportable statement corrected.